Manufacturer narrative:
As received, a complete lead measuring 86.2 cm was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular leads were not implanted due to coronary sinus dissection. Another lead was eventually implanted. The patient was stable. Related manufacturer reference number: 2017865-2019-15260. Related manufacturer reference number: 2017865-2019-15261.